Event description:
It was reported to philips that fluoroscopy could not be performed. The clinical use of the system was in use. There was no harm reported to philips.

Manufacturer narrative:
The engineer performed a data consistency test and recreated the image drives for both frontal and lateral, restoring the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).